Manufacturer narrative:
One cardiomems power cord 220v with model cm3021 was received for evaluation. Visual inspection revealed no physical damage on the cord. During the investigation, continuity testing with a multimeter revealed no signs of an open circuit. The reported complaint of "sparking from the power plug" was not reproducible during analysis.

Event description:
It was reported that electrical arcing was observed at the power plug. The patient electronics device was replaced and there were no adverse consequences to the patient.